Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the ventilator gave visual led alarm and audible alarm. However, the alarm screen was blank and it did not display any error messages. Also, the pressure bar graph on the ventilator seemed to have momentarily paused. Once the alarm setting screen was opened by the user, the pressure bar graph then resumed rising without any problems. This issue however, recurred after one hr. The pt was ambu bagged and then switched to the backup ventilator due to this issue. Please note that no permanent injury was reported in this case.